Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, a small amount of noise was seen on the acap confirm trend test. No action was performed. The patient will continue to be monitored.